Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 implantable collamer lens diopter -10.5/+2.5/092 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Returned product evaluation found lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found the lens had a curved shape and residue on lens. (B)(4).